Manufacturer narrative:
Additional information was received that the physician could not confirm if there was a malfunction or not with the ipg.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.